Manufacturer narrative:
During surgery on (B)(6) 2006 at (B)(6), dr. (B)(6) utilized a 42mm bfh(r) head in a 46/52 conserve(r) plus cup. The appropriate head to utilize is a 46mm a-class(r) advanced metal with bfh(r) technology size 46mm. No corrective action required. Wmt is currently evaluating improvements to labeling, but the current labeling for bfh(r) technology and conserve(r) plus indicate how to appropriately match head and cup implants. Stated observation confirmed. Improper selection. A color-coded labeling system is being evaluated to enhance the current label direction for proper matching of implant parts. Allegedly, (B)(4) was originally reported under this incident group (B)(4). Additional information received from litigation on 03/18/2019. Allegedly the cup was never removed from original surgery under complaint number (B)(4). The patient is now being revised due to unknown mom complications. (B)(4).

Event description:
Allegedly due to patient was revised due to unknown mom complications. (Right). Allegedly, (B)(4) was originally reported under this incident group (B)(4). Additional information received from litigation on 03/18/2019. Allegedly the cup was never removed from original surgery under complaint number (B)(4). The patient is now being revised due to unknown mom complications. Complaint (B)(4) is linked to (B)(4).